Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon return, it was noted that the white strain relief had pulled back and separated from the white power cable connector. The controller was functionally tested and found to perform as intended. The observed damage did not impact the ability of the white power cable to securely connect to external sources, and no atypical alarms were produced with manipulation of the cable. The downloaded event log file was also reviewed, containing information spanning approximately 1 day on (B)(6) 2023 per time stamp). No atypical events were observed, and the pump maintained a speed above the low-speed limit without issue while the driveline was connected to the controller. The root cause of the observed damage could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that controller was exchanged due to damage to the white cable. Patient tolerated the controller exchanged well; there were no adverse effects.